Manufacturer narrative:
Device was returned, but analysis has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported preoperative, device found to have low power and would not respond. No patient impact.

Manufacturer narrative:
The device was returned for analysis. Analysis could not verify the reported event of low power and no response. The device was tested, software upgraded, tested to the manufacturing specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.